Event description:
It was reported that imaging taken during a follow-up appointment post implant showed that the implanted lead had been pulled 22.9mm during tunneling. Patient then underwent a revision procedure to replace the lead with additional anchoring. Lead placement was confirmed with imaging. Patient is doing well post-revision and is responding well to therapy. The explanted lead will not be returned as it was retained by the hospital.

Manufacturer narrative:
Correction to blocks: a2 date of birth, and age at time of event. B5 event description. D4 serial number. D6b explant date.

Event description:
It was reported that imaging taken during a follow-up appointment post implant showed that the implanted lead had been pulled 22.9mm during tunneling. Patient then underwent a revision procedure wherein the lead was repositioned with additional anchoring. Lead placement was confirmed with imaging. Patient did well postoperatively and responded well to therapy. The revised lead was not returned as it remains implanted in the patient.